Event description:
Heal-laa study with patient identifier (B)(6). It was reported that a device failure to seal occurred. Prior to the index procedure, heparin was administered. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx pro laa closure device with delivery system (wds) and a watchman fxd curve access system (was). The patient was discharged and started with rivaroxaban and clopidogrel. In january 2024, during a routine 45-day follow-up examination, transesophageal echocardiogram (tee) identified the closure device was positioned at the laa ostium with the maximum diameter plane of the closure device within 2mm of the desired ostial plane. Additionally, a peri-device leak measuring 3.8mm was observed. The patient was instructed to discontinue rivaroxaban and continue clopidogrel.